Manufacturer narrative:
The complaint was received through a phone call, where it was discovered that the fractured implant will be explanted on a future date after the holidays. Additional information will become available upon implant removal.

Event description:
Per complaint (B)(4), a dental crown was loosened a few weeks after placement of a patient's dental implant. The doctor tightened the crown, but it became loose again. After torquing with the correct torque, the crown loosened once more. It was discovered that the dental implant was fractured. The implant has not been removed.